Event description:
The device was returned to the service center with a report from the customer of a s420 (led-error pmc right). No add'l info was provided. This is not a reportable malfunction. However, during verification testing at the service center the device alarmed with s421 (motor error-pmc pump mechanism controller, right) malfunction alarm code.

Manufacturer narrative:
During testing of the device mechanism the device alarmed with a s421 (motor error-pmc, right) malfunction alarm code. The probable cause was a broken motor. The customer reported s420 malfunction alarm code was not duplicated during testing. This report represents all the info known by the reported upon query by hospira personnel.